Event description:
An ICD was implanted in early (B)(6) 2017. Forty days later, the device was interrogated & av optimization performed. The interrogation showed that the battery life was down to 9 months. ICD replaced on that day. Manufacturer response for implantable cardioverter defibrillator, inogen x4 crt-d is-1/df4/is4 (per site reporter). The device was sent for engineering analysis. It appears to be an integrated circuit issue. The device was showing a near full charge at 1.92 ampere-hours but software showed 9 month longevity. Analytics will be sent once engineering completes the analysis. Bs not seeing any concerning trends.